Event description:
Edwards received information a patient with a 33mm 6625lp mitral valve implanted approximately seven (7) years underwent paravalvular leak closure.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The cause of the event cannot be determined. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The cause of the event cannot be determined.

Event description:
Edwards received information a patient with a 33mm 6625lp mitral valve implanted approximately seven (7) years, five (5) months, underwent paravalvular leak closure with an amplatzer pda occluder due to severe paravalvular leak (pvl). Patient presented with acute systolic congestive heart failure. Bioprosthetic mitral valve with paravalvular leak that extends from the anterior-medial aspect of the ring to inferior medial aspect. The patient was transferred to the cardiac intensive care unit for further care. Patient was discharged home on post-operative day eight (8) in stable condition.